Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, the physician was not able to establish telemetry with this device. After several troubleshooting attempts were unsuccessful, the field representative was contacted for assistance. The field representative was also not able to establish telemetry or receive a response when a magnet was applied. After the troubleshooting, it was reported the patient had a MRI diagnostic a few weeks prior and the device was not programmed to MRI mode. As a result, a revision procedure will be scheduled and this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The device noted no magnet response and no telemetry. Analysis confirmed the internal high voltage fuse was damaged. It was indicated that this occurred when the MRI scan was performed without putting the device into MRI mode. As a result, clinical observations were confirmed.